Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental record created for product investigation conclusion, coding, and to correct coding (f10): f07 - exacerbation of existing condition. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing worsening symptoms since the implant and severe abdominal pain. The cause of the of the worsening symptoms and pain in the abdominal could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a follow-up call, the patient with this neurostimulator stated their symptoms seem to be worse than they were before the implant and have been gradually worsening since the implant. The patient has friends who help with the charging and says that for now, they've not been using the charger and are comfortable with how things are until they find a new provider. The patient also mentioned they have severe abdominal pain and is flowing heavily, going through 16 pads in 24 hours. The patient is scheduled to see their physician. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that during a follow-up call, the patient with this neurostimulator stated their symptoms seem to be worse than they were before the implant and have been gradually worsening since the implant. The patient has friends who help with the charging and says that for now, they've not been using the charger and are comfortable with how things are until they find a new provider. The patient also mentioned they have severe abdominal pain and is flowing heavily, going through 16 pads in 24 hours. The patient is scheduled to see their physician. There were no additional patient complications.